Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace insert involved with this complaint and completed the device evaluation. Failure analysis investigations revealed that the device was found to have a cracked blade. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause is typically attributed to mishandling/misuse. Failure analysis investigations also found an additional failure and related to the customer reported complaint. The device was found to have blade damage. The blade exhibited scratch marks and indentations. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. The root cause is also due to mishandling/misuse. The device information cannot be verified through the system log review as there are no logs available for si harmonic ace inserts. An image of the harmonic ace insert related to this event was received and reviewed by a regulatory post market surveillance (rpms) analyst. The image confirmed that the harmonic ace insert blade was missing/detached. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: during a da vinci-assisted rectectomy surgical procedure, it was alleged that the blade of the harmonic ace insert broke off and fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. However, unintended fragments falling inside the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted rectectomy surgical procedure, the customer noted that the harmonic ace insert knife was disconnected end to end. There was no report of any fragments falling inside the patient. The customer replaced the harmonic ace insert with a back-up device of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the harmonic ace insert blade broke off and fell inside the patient. The fragment was retrieved during the same procedure. No additional surgical procedure was required to remove the fragment. There was no resistance upon final removal of the instrument through the cannula. A video recording of the procedure is not available, but an image of the instrument damage was provided.